Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the cysto-nephro videoscope exhibited foreign materials in the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "objective lens with foreign material" malfunction would likely be related to the reprocessing that could not be completed, due to damage on the switch 1 which caused a leakage to occur. The event can be prevented by following the instructions for use: cysto-nephro videoscope olympus cyf-vh cyf-vhr reprocessing manual olympus will continue to monitor field performance for this device.